Event description:
Crd_1003 - vantage eu3571-357 r835517501, r843906901 it was reported that on 03 april 2024, a 35mm navitor titan valve was implanted in a patient with a final implant depth of 5.5mm to the non-coronary cusp. Post implant, the patient developed a new onset of left bundle branched block, no treatment was provided. A permanent pacemaker was implanted on (B)(6) 2024. The patient is stable, no additional information was provided. The patient is stable.

Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5.5mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that implant depth contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.